Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, after successful device preparation, while advancing the xact stent delivery system (sds) through the shuttle sheath and prior to reaching the lesion, the distal tip of the stent was fluoroscopically seen to be "flowered". It was unknown if the thumbwheel had been turned. The sds was removed from the shuttle sheath and another stent was used to complete the procedure. There was no adverse patient effect reported. Although requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: evaluation of the returned device revealed the stent implant was stationary between the markers. The distal outer sheath was partially retracted and the first row of distal struts was exposed and partially expanded. There was no other damage noted to the self expanding stent. The xact instructions for use (IFU) states, "do not use a prepared xact carotid stent system if the stent is not fully constrained with the delivery system. Do not use if the stent is partially deployed. Examine the distal end of the device to ensure that no part of the stent is exposed. Do not use the device if any portion of the stent is exposed, and return it to the manufacturer". A specific root cause to the premature stent deployment could not be determined; however, the event is likely related to operational context of the device. Factors that may contribute to premature deployment inside the body include, but are not limited to, patient anatomical characteristics, catheter advancement and placement techniques, accessory device support dimensions, and inadvertent rotation of the handle actuator. It is possible that if the deployment actuator were inadvertently rotated prior to or during insertion into the vasculature the stent may have partially deployed. No evidence of a device quality issue was found. A review of the device lot history record revealed that the device met acceptance criteria. At manufacturing, xact is 100% visually inspected before packaging. At the final pack visual inspection and check list, all parameters passed 100% inspections. In addition, upon review of a query of the complaint-handling database, incident similarity was not identified for this part and lot combination, which suggests that there is not lot specific product quality deficiency.